Event description:
Patient was treated on (B)(6). On 04/13/22, patient complained of swelling and red warn raised bump that was tender to touch. Amoxicillin (875 mg) was prescribed. On (B)(6) 2022 patient complained right side swelled back up and is tender to touch, left side is healing. The physician drained patients rt side.